Manufacturer narrative:
The returned product was evaluated and no malfunction was identified. The reported needle mechanism failure was not confirmed. During inspection, an air bubble was noted in the insulin reservoir. The cause of the air bubble could not be determined. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported his blood glucose history as follows: (B)(6). He noticed the cannula was slightly bent and that the pink slide insert was not visible in the window.